Event description:
Pt's spouse reported (B)(4) defective pieces are defective in connectors. Exact nature of the defect was not reported. Unknown if patient has missed dose. Unknown if patient experience an adverse event as a result. Unknown if patient has defective product on hand. Unknown if the md is aware at this time. No additional dates, info, or details were reported. Reported to (B)(6) by pt/caregiver. Referencing reports mw5167923, mw5167924, mw5167925, mw5167927, mw5167928.